Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Presented with pain. CT should significant cystic changes in tibia and talus. Patient was revised.